Event description:
It was reported that a patient underwent an incisional hernia repair procedure on an unknown date and mesh was used. Approximately five years after the initial procedure it was noted during a second procedure that the mesh had torn. The surgeon noticed that the patient had gained weight in between the two procedures. Additional information has been requested.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an epigastric hernia repair procedure on an (B)(6) 2007 and mesh was used. (B)(6) of 2008 the patient was diagnosed with a recurrent epigastric hernia. On (B)(6) 2009 the patient underwent a reoperation for the recurrence. At that time the surgeon noted that the mesh was torn in the middle. The procedure was completed with a competitor mesh product.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.